Manufacturer narrative:
No device malfunctions or defects were alleged. Additionally, no specific instances of pressure injuries were reported in association with the device, only a general increase in pressure injures. The serial number of the unit involved in the alleged event, therefore no evaluation could be performed.

Event description:
It was reported that there were an increase in pressure injuries related to the use of this mattress. No details were given regarding the severity of the injuries, or any necessary medical intervention.

Event description:
It was reported that there were an increase in pressure injuries related to the use of this mattress. No details were given regarding the severity of the injuries, or any necessary medical intervention.